Event description:
It was reported that the unvtd bld hand pump w/180 flt ss was blocked/occluded during use. The following information was provided by the initial reporter: "the new IV/blood tubing (10010903) and extension (20511e) does not work well.  Many staff members state it is difficult to prime correctly. Anesthesia has made comments that when they hook the pt up to the fluids it doesn't even run. Anesthesia also stated that is will be running fine then all of a sudden it stops and there are no kinks anywhere and they have to change the tubing out."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the IV/blood tubing (10010903) and extension (20511e) are difficult to prime correctly. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010903 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unvtd bld hand pump w/180 flt ss was blocked/occluded during use. The following information was provided by the initial reporter: "the new IV/blood tubing (10010903) and extension (20511e) does not work well.  Many staff members state it is difficult to prime correctly. Anesthesia has made comments that when they hook the pt up to the fluids it doesn't even run. Anesthesia also stated that is will be running fine then all of a sudden it stops and there are no kinks anywhere and they have to change the tubing out."